Manufacturer narrative:
The device history record (DHR) of this plate 21103-13 were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. We asked an experienced trauma surgeon for an additional independent opinion: the patient had a competitor plate implanted and broke 6 months after surgery. This breakage is caused by pseudoarthrosis, as the fracture should have consolidated after 6 months completely, which is not the case. When implanting a plate at pseudoarthrosis, the plate is not allowed to have a swinging distance. If so, the bone healing is not stimulated. Instead the fracture segments should be compressed to stimulate the bone healing. Furthermore, a spongioplastic should have be done to stimulate the bone for healing. The best choice at the initial surgery would be a intramedullary nail.

Event description:
It was reported that a straight plate, 4.5mm, 13-hole was determined to be broken postoperatively. Original implant date: (B)(6) 2019. A revision surgery was performed on (B)(6) 2019.